Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer reported an infusion set block. The customer treated the high blood glucose level with the insulin pump and manual injection. The customer did not troubleshoot the issue. The customer has decided to stop the insulin pump usage until speaking with the healthcare provider. The insulin pump will not be returned for analysis.